Event description:
The device was connected to a person diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. The operator changed the disposable. Defibrillation electrodes. The device reportedly continued to display a connect electrodes alarm. CPR therapy was continued and within a few minutes, paramedics arrived and continued treatment of the pt using a manual defibrillator/monitor. The pt was not resuscitated. The paramedic supervisor indicated the pt was not viable for resuscitation.